Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that five times no delivery alarms in the past month was occurred. Blood glucose was 7.5mmol/l. Customer was tried different sets and reservoirs but same issue was found. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, rewind, prime or seating, basic occlusion, occlusion, force sensor and the displacement test. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. The insulin flow blocked alarm or occlusion alarm functioned properly during the basic occlusion, occlusion and force sensor tests. No unexpected insulin flow blocked alarm noted during testing.